Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced event in which the infusion set packaging pulled the infusion set off the body after insertion on (B)(6) 2026. No further information available.